Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
It was reported that patient underwent a total hip arthroplasty utilizing an acetabular cup inserter on (B)(6) 2014. During impaction of the cup, the inserter fractured. There was no delay in the procedure and patient did not retain a foreign body.